Manufacturer narrative:
Neither visual nor functional testing show any deviation from the specified device behavior. Temperature measuring does not show any unexpected values during an usual application which is expected to last less than 1 minute. Gentherm medical, llc., is representing the manufacturer and is submitting this supplemental report on their behalf.

Manufacturer narrative:
Gentherm medical, llc., is representing the manufacturer and is submitting this report on their behalf.

Event description:
Astodia transilluminator used for peripheral arterial line placement and resulted in 2 burns on infant's arm.